Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. During testing, ventec also observed that the device was logging a "system fault 13" alarm while connected to o2. This is indicative of a potential device issue where the device may deliver more or less oxygen than set, and further confirmed the reported issue. Ventec opened the device to perform a visual inspection and observed that a piece of plastic debris was lodged between the valve pin and shell case. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a piece of debris (plastic) in the metering valve.